Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Log file review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is within specifications and works as intended. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with decreased vision in both eyes four months post photo refractive keratectomy (prk). The patient was noted to have trace corneal haze in the right eye. The previously prescribed topical steroid eye drops were increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.